Event description:
Event description guidant received information that this implantable lead exhibited noise which resulted in 4 to 5 second pauses in this pacemaker dependant patient. Invasive evaluation did not note any gross abnormalities with the connections between the lead and the pulse generator. This lead was explanted, and a similar lead was implanted without complication. The patient did not report any symptoms associated with the pacing inhibition.